Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 27 mm sjm epic valve was implanted on (B)(6) 2014. Postoperatively on (B)(6) 2015, the patient experienced supraventricular tachycardia which was treated with magnesium and amiodarone. On (B)(6) 2015, epu cardial mapping of the right and left atria and right ventricle was performed. The event resolved on (B)(6) 2015.